Event description:
Allegedly, the patient presented to hospital complaining right hip pain and squeaking. X ray taken indicated worn of prosthetic ball and socket. Surgeon found darkened tissue consistent with metallosis. Further inspection revealed what appeared to be a complete dissociation of the acetabular liner from the underlying acetabulum. Surgeon also noted: significant wear of the locking mechanism at the 10 o´clock position of the polyethylene was shredded off the edge of the polyethylene. The femoral head, the shell and liner were each removed. The acetabular component and liner were replaced with devices not manufactured by wright medical.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.